Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an error message of does not detect external pacemaker during pt use. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4).